Manufacturer narrative:
(B)(4). Date sent: 08/27/2020. H1: MDR decision: not reportable upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information received: 1. Could you please provide more details how device was removed? Device was forcefully opened by doctor 2. Could you please clarify if device eventually open? Manually opened with force by the end-user 3. Could you please clarify if there were any patient consequences? No patient consequence. No leaks were noted by doctor. 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Post operative care remained the same.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details how device was removed? Could you please clarify if device eventually open? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colectomy, the ntlc stapler won't open after 4th firing. The surgery was not delayed. The surgery was completed successfully.